Event description:
The consumer reported false negative results via social media with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test one (1) of two (2). Repeat testing was performed on the next day and generated a false negative result. Consumer performed an ihealth rapid test, in addition to, urgent care¿s rapid test on the same night as the first binax test and generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.